Manufacturer narrative:
External equipment was exchanged and programming adjustments were made, however, the issue did not resolve.

Event description:
The recipient reportedly experienced intermittent lock and pain with and without device use. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear implant. The recipient is no longer experiencing pain.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the array was severed prior to receipt as well as a dislodged electrode ground ring sleeve. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.